Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI number. Missing manufacture date. No part returned. Parts not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the thoracic radiolucent clamp was worn out. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided.